Event description:
Material: 301029 lot: 2216388. It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: it was reported by customer that 10ml syringe (bf301029) had more than normal shiny residue on the plunger. Additional information provided: 1) can you please provide the lot number associated with reported issue? 2216388 is the lot we have in file. 2) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? There is no sample provided for this reported issue. 3) can you please provide an exact date of event in format dd-mmm-yyyy? 25/04/2024.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Codes update.

Event description:
Imdrf codes must be updated.